Event description:
The catheter broke below the hub. The reporter has been contacted regarding additional information and has not responded at this time.

Manufacturer narrative:
H.6-results: one used unit was received in two separate pieces for analysis. 1st portion consists of the hub/bushing. An extension with two injection caps was attached to the end of the hub. The extension was removed to perform an examination. Upon microscopic enhancement, a crack was identified on the hub that runs linear with the catheter. Confirmed the crack to be jagged and to be approximately 15.19mm in length. No catheter tubing or strain relief was attached to the bushing within the bottom end of the hub as manufactured. 2nd portion consists of a piece of catheter tubing with the pink strain relief attached at one end. The catheter tubing is trimmed to slightly below the 52cm marking. Upon microscopic inspection identified that the area of the separation at the proximal end was a smooth trim. Conclusions-: a corrective action will not be initiated for this specific incident, as the root cause of the failure is indeterminate.